Event description:
From 1973 rptr had augmentation. In 1976 she phoned the dr to report left implant had broken and softened due to a hard fall. The dr told her, by telephone, that if the implant was broken, the skin would become red within a few weeks. No redness appeared. Medical problem experienced: severe hardening both breasts, intermittent pains and electrical sensation both breasts, hypertension (right arm only), chronic fatigue, dry eyes, lymphadenopathy, chronic cystitis, migraine headaches, arthritis in spine, calcification of fibrous capsule/diagnosis and left carotid bruit. In 12/4/89 the implants were replaced due to severe hardening, discomfort and pain. The dr's report does not mention the condition of the implants removed, which at least "appears" to be a part of the medical coverup that has occurred. (Also see 1004989).